Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
After priming the set with fentanyl from a 100 ml bag with a concentration of 10 mcg/ml, the nurse engaged the flow stop and clamped the line with the roller clamp, then loaded the line into the lvp module but did not commence the infusion. Although the fentanyl infusion module was off at the time, the pcu was running 3 other infusions. When the nurse was ready to program the infusion, she noticed that the bag of fentanyl was empty. The report suggests that a small amount of fluid was noted on the floor, however the set was checked and no leaked was identified. The information received suggests that when the patient woke up, they were in pain and the medical staff felt that in this case the patient did not receive the bag of fentanyl.